Event description:
During a left atrial fibrillation ablation procedure, a cardiac effusion occurred which required a pericardiocentesis. Right vein waca lesions had just been completed when the tacticath and agilis were pulled back into the atrium and it was asked that protamine be given and ready the tap tray. Invasive blood pressure was noted to be low, and a cardiac effusion was noted on ice while using the ablation catheter. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.